Manufacturer narrative:
Complaint conclusion: as reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was used for hemostasis. There were no reports of patient injury. The procedure was performed using a retrograde approach. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vessel diameter was greater than or equal to 5 mm and there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted; the device is blood saturated. No other damages/anomalies were noted during the visual inspection. The functional analysis could not be performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. Based on the information available for review and the product analysis, the reported event of ¿indicator window no change to indicator¿ was not observed. The functional analysis could not be completed since the unit was received fully deployed, which does not match the event reported. No damages or anomalies were observed. The internal mechanism is assembled correctly. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest any issue with the device related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was used for hemostasis. There were no reports of patient injury. The procedure was performed using a retrograde approach. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vessel diameter was greater than or equal to 5 mm and there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The device was returned for evaluation.